Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, and recurrence. The plaintiff also experienced right hydronephrosis, urosepsis, right ureteral obstruction, and recurrent urinary tract infections. Furthermore, it was reported that the plaintiff died. The cause of death reported was complications of end stage alzheimer's disease, urosepsis and parkinson's disease.